Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/05/2025 the user reported experiencing hyperglycemia with blood glucose (bg) of 350 mg/dl after a supply change. The user replaced supplies again and bg was trending downward. No hospitalization or long-term effects were reported.